Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was reported by a consumer regarding the patient's pump which was used to deliver sufentanyl (50 mg/ml at 37.5 mg/day), clonidine (444mg/ml at 333mg/day), and bupivacaine (5.0 mg/ml at 3.7 mg/day). The indication for use was non-malignant pain. On (B)(6) 2016 the consumer reported that the patient's pump was explanted on (B)(6) 2016 due to infection. Additional information was reported by the healthcare professional (hcp) on (B)(6) 2016. The patient's medical history includes allergies to caphalexin, adhesive tape, and latex as well as a history of multiple post op infections. It was reported that the patient was admitted to the hospital and had developed meningitis. It was unknown at the time of the report if the infection had been resolved. However it was noted that the patient would be having a tracheotomy on (B)(6) 2016.